Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿ luer-slip syringe was found leaking. "The rubber of the piston has disassembled and broken. Leakage of the liquid contained in the syringe.the syringe contained physiological water." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one unused sample unit was received for evaluation by our quality engineer team. Upon visual inspection of the sample, the stopper was observed partially disassembled from the plunger. The syringe was then disassembled. No damages or molding defects were observed to the plunger rod that could have caused this defect. The stopper disassembly occurred due to incorrect alignment during the assembly process. Since june 2018, the manufacturing line in which this misalignment occurred has been obsolete. A device history record review did not reveal any deviations or non-conformances during the production of lot number 1803013 that could have contributed to the observed defect. Final products in this manufacturing line, for this reference and lot size were sampled and they were subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a misalignment of plunger-stopper-barrel in the assembly station. Since this manufacturing line is obsolete since june 2018, no formal CAPA is required at this time.

Event description:
It was reported that during use a bd plastipak¿ luer-slip syringe was found leaking. "The rubber of the piston has disassembled and broken. Leakage of the liquid contained in the syringe. The syringe contained physiological water." There was no report of exposure, injury or medical intervention needed.